Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in hospital. During an unrelated procedure, the left ventricular lead exhibited a loss of capture. The lead was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Mechanical evaluation along with analysis conclusion. A partial lead with the distal end measuring 57.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that the lead was found to have insulation failure along with bad threshold.